Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during implant, the helix was unable to be actuated. The lead was not implanted and was successfully replaced. The patient condition was unaffected by the event.